Manufacturer narrative:
The events of "seroma and capsular contracture¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade unknown.

Event description:
Patient representative reported unknown side ¿removal of implant due to fear of alcl, to reduce risk of alcl, due to symptoms consistent with alcl, and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl," ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿accumulation of fluid, seroma,¿ capsular contracture, baker grade unknown, ¿rashes,¿ ¿itching,¿ ¿tissue damage,¿ ¿inflammation,¿ ¿pain,¿ and ¿edema, swelling.¿ patient representative also reported ¿suffered personal injuries and related damages,¿ ¿disfigurement,¿ ¿aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing,¿ ¿depression,¿ ¿panic disorder,¿ ¿weight loss, irritable bowel, gi upset/reflux,¿ ¿post-explant complications including seroma and infection,¿ ¿chronic insomnia¿, and ¿chronic headache;¿ these are not device related. Device has been explanted.